Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/09/2017. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please describe what was the product code ordered? Is the issue related to the shipment box? Was the incorrect product inside of the shipment box? What was the product code on the box of suture? What was the product code of the foils inside the suture box ? Were the 2 lots kkm178 and kk5111 in the one shipping box or in separate shipping box? The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch kkm178 expiration date: 08/31/2021. Date of mfg.: 09/02/2016. Batch kk5111 expiration date: 08/31/2021. Date of mfg.: 09/29/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that the customer received a box of suture and there was a different item inside the box than what was indicated on the box label. No patient involvement was reported.